Event description:
On (B)(6) 2011, abbott point of care was contacted by a distributor who reported that an I-stat analyzer will not activate, and a smoke smell is detected near the battery door. Based on the info available at the time, there were no injuries associated with the event.

Manufacturer narrative:
(B)(4).